Event description:
It was reported that this implantable pulse generator (pacemaker) recorded multiple atrial tachy response and rhythmiq episodes due to oversensing of electromagnetic interference (emi). The health care professional will call the patient to ask about the emi source and suggest not to use it or be near to it. The patient is not therapy dependent and no adverse effects were reported. This pacemaker remains in service.